Event description:
It was reported that before use of the ultrasafe x100l png clear nvs stein it misfired when user went to inject. The medication leaked. The following information was provided by the initial reporter: spontaneous call from patient, who stated that cosentyx pfs, misfired when he went to inject himself, and medication leaked.

Manufacturer narrative:
H.6. Investigation summary: neither sample nor photo was provided to bd medical ¿ pharmaceutical system (bdm-ps) for analysis. Bdm-ps performed a batch history record¿s review (bhr) including a review of all data collected during in process and quality inspections. The batches involved in this complaint meet all acceptable quality levels (aql¿s), were manufactured and released according to applicable procedures and specifications. Based on investigation conclusion, bdm-ps was not able to confirm the symptom perceived by customer or correlate this symptom with a potential cause linked to bd process. During the years of investigation of complaints about pre-activated devices several root causes were discovered which were within the customer¿s sphere of influence. H3 other text : see section h.10

Manufacturer narrative:
Date of event: unknown. There were multiple PMA / 510(k)#s reported to be involved. The information for each 510(k) number is as follows: PMA / 510(k)#: k011369, PMA / 510(k)#: k122558. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before use of the ultrasafe x100l png clear nvs stein it misfired when user went to inject. The medication leaked. The following information was provided by the initial reporter: spontaneous call from patient, who stated that cosentyx pfs, misfired when he went to inject himself, and medication leaked.